Event description:
It was reported to medtronic neurosurgery that the condition of a patient who was implanted with a strata valve on (B)(6) 2015, had deteriorated. The report stated that the valve patency was confirmed using a contrast agent and flushing and it was suspected that the cerebrospinal fluid was not flowing in the natural condition. According to the report, the valve was replaced on (B)(6) 2015.

Manufacturer narrative:
The returned valve was patent. The valve met the requirements for pressure-flow and leak testing. It did not meet the requirements for pre-implantation, reflux and siphon testing due to proteinaceous debris observed in the interior and exterior of the valve. Debris within the valve may interfere with the siphon control device and pressure-flow control mechanism resulting in siphoning and/or reflux. The instructions for use indicate that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris.¿ a review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. (B)(4).